Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of an exit site infection and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer service, the following was reported. On an unreported date, the patient was diagnosed with an exit site infection which resulted in peritonitis on (B)(6) 2012. The patient was hospitalized for the peritonitis on (B)(6) 2012. Treatment was not reported. On an unreported date, dianeal therapies were withdrawn. The patient remained hospitalized. On an unreported date, during hospital admission, the pd catheter was pulled and the patient was switched to hemodialysis. The nurse confirmed the events of exit site infection and peritonitis. On an unknown date, the patient was discharged from the hospital. The patient was retrained on pd therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12c10033, h12b06074, and h12a24020. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.